Event description:
It was reported that the user¿s pump had a cracked screen and was unresponsive, and support informed the user that the pump could not be shut down due to the screen damage. Symptoms included no alarms or alerts. Outcomes included no reported clinical impact. Investigation included review of the complaint details and provision of troubleshooting and education. Investigation of this case revealed screen damage that rendered the device unresponsive. It was concluded that the event involved a hardware screen failure with no associated adverse health effects.